Event description:
On (B)(6) 2014, it was reported that the patient¿s settings have unable to be increased above 1.25ma output due to a ¿jolt¿ feeling associated with stimulation. The patient attempted to tolerate these settings for a few weeks but for now the patient has been adjusted back down to 1.0ma output. It was noted that the patient has been having a ¿lot of issues lately¿ and that she felt depressed. The patient was having thoughts of death, but not of self-harm. It was noted that the patient is currently experiencing stability as a result of medication adjustments and has not attempts her own life. No further information has been received to date.

Manufacturer narrative:
.

Event description:
Additional information was received that the patient had tolerability issue of pain and hoarseness with any settings higher than 1ma. After various attempts to adjust settings, the device was eventually turned off due to suspicion it had overstimulated the nerve to give it time to recover. The device was gradually turned back on however there was still a lot of pain. Since the patient could not tolerate the stimulation, the device was disabled completely in 2017. It was indicated that the patient is doing well at this time and is unknown what the last settings the neurologist of the patient programmed the device to prior to turning it off completely.